Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon pinhole occurred. The 70% stenosed target lesion was located in the mildly calcified left anterior descending artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, upon initial inflation, the balloon would not inflate. When the device was removed, a micro hole was noted on the balloon. The procedure was completed with a new balloon and no patient complications were reported.

Event description:
It was reported that balloon pinhole occurred. The 70% stenosed target lesion was located in the mildly calcified left anterior descending artery. A 2.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, upon initial inflation, the balloon would not inflate. When the device was removed, a micro hole was noted on the balloon. The procedure was completed with a new balloon and no patient complications were reported.